Event description:
It was reported that two pts had the appearance of chemical burn following transesophageal echocardiography (tee) monitoring during cardiac surgery. The reporter suspects residual cidex opa may have been left on the transesophageal transducer following processing. One pt received a consult to an ear, nose throat specialist, the other pt refused the consult. Both pts were treated with an oral rinse to soothe the discomfort. The reporter stated injury(s) were not serious; however, were reported to the pennsylvania patient safety authority per pennsylvania law. The reporter stated that they cannot confirm that there was an equipment malfunction. The hcw stated that it is their conclusion that the injury was chemical secondary to cidex. This is the report for the first of two pts.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, system hazard use and misuse analysis and health hazard evaluation. The DHR (device history review) review could not be performed as the lot number is unknown. Trending analysis was reviewed and there is not a significant trend for the problem code "hr-mucous membrane contact." The shuma (system hazard use and misuse analysis) was reviewed for potential patient chemical burns, staining and irritation of mucous membranes due to inadequate rinsing or excessive soaking of devices. The risk is a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the risk index indicates the associated risk is none/negligible. The cidex opa instructions for use (IFU) provides detailed rinsing instructions for transesophageal echocardiography (tee) probes. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining of the mouth, throat, esophagus and stomach. This is medwatch report 1 of 2 submitted to FDA 2084725-2010-00047 and 2084725-2010-00048.

Manufacturer narrative:
Special instructions for transesophageal echocardiography (tee) probe reprocessing: as with all devices carefully follow all probe MFR recommendations such as use of a sterile protective sheath when performing tee. Soaking for a minimum of 12 minutes in cidex opa solution is required for high-level disinfection (hld). Excessive soaking of the probes (e.g., longer than an hour) during hld and/or not rinsing 3 times with a fresh quantity of water each time, may result in residual cidex opa solution remaining on the device, the use of which may cause staining, irritation, or chemical burns of the mouth, throat, esophagus, and stomach. This is two of two 3500a reports being submitted for this product malfunction. Please reference MFR report number: 2084725-2010-00047.